Manufacturer narrative:
Information contained in this report was previously submitted through 410 psr on date (B)(6) 2013. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Patient reported a left side possible "leak," "is less firm" and "significantly different texture." Healthcare professional reported on ultrasound "peri-prosthetic fluid," "abnormal shape," "radial folds" and textured implant exchange. The device remains implanted.

Event description:
Patient reported a left side possible "leak," "is less firm" and "significantly different texture." Healthcare professional reported on ultrasound "peri-prosthetic fluid," "abnormal shape," "radial folds," and textured implant exchange. Healthcare professional additionally noted capsular contracture, baker grade IV. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: analysis of the returned device identified: weight to the spec, crease fold, wear abrasion, yellow biological tissue, and deformation. Cloudy in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Manufacturer narrative:
The event of capsular contracture baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional additionally noted capsular contracture, baker grade IV. Device has been explanted.